Event description:
Customer reported a pod with high bg's (174-471 mg/dl). When she looked at the pod, she noticed the cannula was bloody, and when she took it off ,she noted it had a kink. Pod returned for evaluation. No further data is available.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per the user instructions.